Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 1000238644, model/catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced urethral tear during an artificial urinary sphincter (aus) surgical procedure. The cuff, pump, and accessory kit were not used. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction, the physician "tore" the urethra while dissecting during an original implant surgery. The patient was said to be currently good. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 1000238644 model/catalog description control pump fgs iz. Product investigation completed. The cuff was visually, microscopically, and functionally tested. No leak was determined. The cuff performed within specifications. The pump was visually, and microscopically tested. No leak was determined. The pump failed the low flow rate. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced urethral tear during an artificial urinary sphincter (aus) surgical procedure. The cuff, pump, and accessory kit were not used. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction, the physician "tore" the urethra while dissecting during an original implant surgery. The patient was said to be currently good. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The cuff was visually, microscopically, and functionally tested. No leak was determined. The cuff performed within specifications. The pump was visually, and microscopically tested. No leak was determined. The pump failed the low flow rate. Based on the results of this investigation, no escalation is necessary. Additional information received, the patient underwent a revision surgery around two months after the urethra perforation to reattempt the implant. During the procedure a new cuff and pump were implanted. The balloon left from last case was used.